Event description:
The event is reported as: complaint received via medwatch from FDA. During a d and c surgery, it was noticed the device was missing the looped end when pulled out of the uterus. Xray was performed and the looped end was not in the uterus. It was found later in a plastic garbage bag by the circulating nurse. No reported patient injury.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate.